Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening linear on radius and patch logo printing is seen on the opposite side of the shell consistent with the folded device. Leak test and microscopic analysis was performed which identified: striated opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.

Event description:
Healthcare professional reported a "left side deflation". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left side deflation". Device remains implanted.